Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified below-the-knee vessel. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated three times at 6 atmospheres for 20 seconds respectively. However, during the third inflation, the balloon ruptured in the middle part. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.